Event description:
Band implanted in (B)(6) 2008, patient had pain nausea and can feel the band slipping. With band patient can only able to eat liquids and would like band off.

Event description:
Band implanted in (B)(6) 2008, patient had pain nausea and can feel the band slipping. With band patient can only able to eat liquids and would like band off.

Manufacturer narrative:
Added date of this report. No other information has changed.